Event description:
On (B)(6) 2018 the user contacted dario to report the meter provided elevated blood glucose readings and that she contacted her doctor. Customer reports that she has been putting new strips into the old cartridge and has been leaving the strips in the car in hot weather. Per user guide, the user is not suppose to use the old cartridge and keep the strips in a hot environment. User measures herself again after taking insulin shot, which was expired on december 2017, and gets an extremely high reading (561 mg/dl). User has been sent control solution to verify the accuracy of her meter.